Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the femoral artery. The 2.75x22mm, 90% stenosed, concentric and de novo lesion being treated was located in the severely tortuous and moderately calcified mid left anterior descending (lad). The lesion was pre dilated with a non-bsc balloon reducing the stenosis to 50%. The 2.75x24mm taxus liberte stent delivery system (sds) was advanced, but did not cross the target lesion. The procedure was completed using a non-bsc device. The lesion was then post dilated using 2.75mm quantum maverick balloon. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage along the entire length. The stent struts were squashed and misaligned throughout. A kink was identified on the inner, outer, and corewire approximately 3cm distal to the catheter tip. No further kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)